Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ silicone migration : unable to observe as it is not related to the device. Additional observations: ¿ observed 1 opening assessed as surgical impact opening (shell thickness was within specification). ¿ observed stress marks. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side silicone migration and lymphadenopathy. The device has been explanted.

Event description:
Healthcare professional reported, silicone migration and lymphadenopathy. The device has been explanted. This relates to the left side.

Manufacturer narrative:
F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: lymphadenopathy, unable to observe, since it is not related to the device. Silicone migration, unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and lymphadenopathy.